Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record: device history lot; part: 03.010.523; lot: 9065887; manufacturing site: bettlach. Release to warehouse date: 21. Nov. 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device history batch null, device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: investigation summary background it was reported that on (B)(6) 2019, during orthopedic procedure of intramedullary nailing rod (imr) femur, a threaded driving cap snapped off while insertion of trochanteric fixation nail advance (tfna) nail. The black threaded end off the driving cap was partially broken, leaving a partial fragment inside the receiving end of the hybrid insertion handle. The surgeon was able to continue using the insertion handle and finish the procedure without additional incidents. The nail had reached its final insertion depth and after locking the nail the insertion handle was removed easily. There was no surgical delay. The total operation time was less than 75 minutes. Procedure was successfully completed. There was no patient consequences. Concomitant device reported: trochanteric fixation nail advance (tfna) nail (part# unknown, lot # unknown, quantity 1), hybrid insertion handle (part# 03.037.011, lot # unknown, quantity 1). This complaint involves one (1) device. Investigation flow: damage visual inspection: the driving cap/threaded (part # 03.010.523 lot # 9065887) was received at the us customer quality (cq). The device had surface scratches along the shaft and several dents on the top of the proximal head. These cosmetic issues are consistent with normal use. The threaded tip of the driving cap is broken off only leaving its most proximal thread. The fragment was received lodged within another device, an insertion handle. No other issues were identified with the returned portions of the device. The received condition is consistent with the complaint condition thus conforming the complaint. Dimensional inspection: due to the break being slightly oblique in nature and it only leaving the most proximal thread, it was not possible to obtain an accurate measurement of the minor/major diameter of the threaded tip. Document/specification review: se-380067- revl & k [driving cap for insertion handle] (current & manufactured to revision). The driving cap is specified to be manufactured from material and heat treated. The threads are specified to be rolled instead of machined. Rolled threads are stronger than machined threads because the material's grain structure is not cut into / interrupted. The 03.010.523 driving cap is a reusable instrument available for use in several systems, including the femoral recon nail system. In each instance it is used in conjunction with an insertion handle and hammer to insert a nail following the opening of the medullary canal and reaming (optional). The insertion handle/driving cap assembly are attached to the nail which is inserted into the patient. A note in the technique guide states, "insertion can be aided by light hammer blows on the driving cap." A note also exists stating "confirm that the driving cap is tightly connected to the insertion handle, as hammering may loosen the connection." No product design issues or discrepancies were observed during this investigation. Manufacturing record evaluation: the driving cap/threaded (part # 03.010.523 lot # 9065887) was manufactured at the bettlach site on 21-nov-2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint is confirmed for the driving cap/threaded (part # 03.010.523 lot # 9065887). Its threaded tip has broken off. There were cosmetic issues noted that are consistent with normal wear. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use (off-axis or excessive hammer blows based on the numerous dents on the proximal surface). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings steps has been d to address the identified issue. The need for further corrective/preventive action will be assessed. Further investigation will not be conducted in this complaint. Sustaining engineering additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is synthes sales consultant. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during orthopedic procedure of intra medullary nailing rod (imr) femur, a threaded driving cap snapped off while insertion of trochanteric fixation nail advance (tfna) nail. The black threaded end off the driving cap was partially broken, leaving a partial fragment inside the receiving end of the hybrid insertion handle. The surgeon was able to continue using the insertion handle and finish the procedure without additional incidents. The nail had reached its final insertion depth and after locking the nail the insertion handle was removed easily. There was no surgical delay due to broken part. The total operation time was less than 75 minutes. Procedure was successfully completed. There was no patient consequences. Concomitant device reported: trochanteric fixation nail advance (tfna) nail (part # unknown, lot # unknown, quantity 1), hybrid insertion handle (part # 03.037.011, lot # 9941890, quantity 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for complaint (B)(4).